Event description:
I saw black specks in the CPAP machine I was using. I was having more asthma problems and bad sinus reactions. I thought something was wrong with the CPAP. In (B)(6) 2020 I was diagnosed with a bacteria infection which led to having my balloon pump removed. I got bacterial pneumonia after the surgery and spent a week in the hospital. In (B)(6) 2019 I had x-rays prior to surgery and the radiologist reported nodules in my lungs. Every x-ray since the report has nodules in my lungs. In (B)(6) 2020 I was diagnosed with lvd heart failure and copd. I have used oxygen in the day off and on. I use oxygen at night with the CPAP now. I didn't need oxygen before this. (B)(6) 2020 I was diagnosed with septake lymph nodes and strep throat. All of this has happened after I had trouble with the CPAP and saw the black pieces in the CPAP. FDA safety report ID # (B)(4).